Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 failed with require maintenance error. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, the field service engineer (fse) serviced the main station due to intermittent barcode scanner failures. The cable was replaced first, but this did not resolve the issue. The scanner itself was determined to be losing power and failing independently. The fse replaced the scanner with a new unit, verified all cable connections on top were secure, and confirmed the scanner was functioning as expected. Additionally, general cleaning and inspection were done on the unit. The fse verified all cables were tight and in good physical condition. The field service engineer confirmed that the unit was reported for a tower door failure and needed latch replacement. The fse addressed the tower door issue. However, no repair information was provided. Additional information would be documented once received.